Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram identified that the closure device had shifted under the mitral annulus creating a peri-device leak of 2-5mm. No further medical or surgical interventions were performed.